Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: crease fold, opening, yellow biological tissue in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify opening sharp in the patch/shell bond edge and opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as to an unidentified (tear) opening. A sharp opening on posterior assessed as to an unidentified (tear) opening.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and bilateral exchange from textured to smooth breast.

Event description:
Healthcare professional reported "right side deflation and bilateral exchange from textured to smooth breast implants due to the patients concern with the product". Device has been explanted.